Event description:
It was reported that during a da vinci-assisted benign hysterectomy , the vessel sealer extend (vse) allegedly did not apply auto-stop for the e-100 or erbe. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator confirmed there was no harm to the patient or insufficient sealing. It was verified that the vessel sealer extend did not auto stop. The robotics coordinator was not in the room at time of incident. Additionally, the clinical sales representative confirmed that they were present during the procedure at that time but has not heard of any further issues with vessel sealers or the generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument sealed and stopped sealing properly. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. As part of investigation, additional unrelated observation was identified: the instrument was found to have a broken grip tip. The broken pieces, measuring approximately 0.041" x 0.033" and 0.037" x 0.026" in sizes, were not returned with the instrument. Root cause of this failure was attributed to the mishandling. A review of the instrument log for the vessel sealer extend (480422-01/ m10220615-0203) associated with this event has been performed. Per logs, the vessel sealer extend was last used on (B)(6) 2022 on system (B)(4), with 0 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: additional unrelated finding during failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.